Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implant, the atrial lead exhibited loss of sensing and loss of capture due to dislodgement. The lead was repositioned. The patient was stable.